Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transcervical resection of fibroids (tcrf) procedure, the loop wire at the distal end of the hf-resection electrode detached. The surgeon tried to retrieve the detached part, but was unable to locate it. It is unknown whether the detached part remained inside the patient¿s body since it could not be found with an x-ray examination of the patient. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the loop wire at the distal end of the hf electrode is broken off due to brittle failure. Thus, the reported event/incident was attributed to component failure. This is a known error pattern, which has already been examined in the past. However, it was assessed that a material change was not required based on the very low number of occurrences of this failure mode. A manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.